Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead was explanted and a new lead was implanted. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain in the right kidney area whether the stimulation was on or off. The physician thought he might have nicked a nerve upon insertion of the lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain in the right kidney area whether the stimulation was on or off. The physician thought he might have nicked a nerve upon insertion of the lead. The patient will undergo a revision procedure.